Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she had gone to her doctor, whom noticed the device had some cracks on the device. Customer uses about two batteries a month and is using infusion set less than the normal 3 days. Customer reported she was taken to hospital due to high blood glucose of 778 mg/dl. She was throwing up in the morning. She had gone to sleep with normal blood glucose levels. The cause of the hospitalization was anaphylactic shock. Customer declined troubleshooting for high and low blood glucose levels. Troubleshooting for damage was performed. The device has two cracks which are located, one is on the right hand of the screen, and the second is on the reservoir window. Due to the damage customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.